Event description:
Technical services received a call on (B)(6) 2012. Caller reported that they just finished upgrading to biv. Patient is pacer dependent. Noted when inserting this lv lead, pacing paused for 1-2 beats. Currently pocket is closed. All lead diagnostics are normal. Physician is dr. (B)(6) at (B)(6) clinic. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).